Manufacturer narrative:
Additional info: this device is not a single-use device that was reprocessed and reused on a patient. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with diffuse lamellar keratitis (dlk) stage 1 in left eye one day post treatment. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient was asymptomatic.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.